Event description:
Additional information: late (B)(6) 2008 the patient had fluid retention in the pump pocket on the back. Patient assessed (B)(6) 2012 and patient status had improved. The catheter was replaced (B)(6) 2012 due to cerebrospinal fluid (csf) leak. The patient had not yet recovered due to the brevity of the post-operative period as of (B)(6) 2012. It was unknown if the csf leak was due to the catheter. During surgery, the problem involving the pump and the catheter was not visually observed, and it seemed that the leaking cerebrospinal fluid had been trickling along the catheter.

Event description:
It was reported and confirmed on (B)(6) that a leak on the pocket in the back had occurred. On (B)(6), leakage of cerebral spinal fluid (csf) was suspected. It was indicated that the patient was scheduled on (B)(6), to have the back pocket opened up again and try to reduce 'dead cavity'. It was stated per physician that unless the pocket was opened, they would not know if its csf leakage. The outcome of the patient and event was not provided. The drug delivered via pump was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the event resulted in hospitalization or prolongation of hospitalization. Event was not related to drug, pump or programmer however it was unknown if event related to the catheter or procedure. On (B)(6) 2012 retention of exudate was observed within the pump pocket in the back. As of (B)(6) 2012, the healthcare provider (hcp) was suspecting a csf leak. As already reported, the revision was scheduled for (B)(6) 2012. Although it was not certain until the pump pocket in the back was re-incised, the event might be caused by the cerebrospinal fluid leak no other information had been reported. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report. Please note that the pump manufacturing information has additionally changed as the device information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the outcome of the csf leak was "improving" as of (B)(6) 2012. Correction: it was incorrectly reported that the fluid retention occurred late (B)(6) 2008. The fluid retention began late (B)(6), 2012.